Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the field representative was unable to replicate the reported event as system functioned as intended and without issues. All axiem box ports functioned normally. No parts were returned or replaced and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the top two ports on the axiem box were functioning intermittently. They plugged the trackers into different ports and continued the case without issues. There was a reported delay to the procedure of 2-3 minutes. There was no impact on patient outcome.